Event description:
Revision surgery occured to remove two (2) sapphire variable angle screws that had backed out post-op. It is believed by the surgeon that a fall by the patient after the initial procedure caused the screws to back out.